Manufacturer narrative:
There were no unexpected restart anomalies noted during testing. The unit passed the excessive no delivery, displacement, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was also noted on the device: minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump keeps alarming with motor errors. The patient's blood glucose at the time of incident was 140 mg/dl. The customer stated that she receives motor errors a couple times a week for the past month, and that no significant events led up to the motor error alarms. Troubleshooting was initiated for the motor error alarm, and the customer was able to rewind the pump. However, she was prompted to repeat the priming sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.